Event description:
Boston scientific crm received information that the patient experienced syncopal episodes and this right ventricular (rv) lead exhibited high out of range pacing impedance measurements in bipolar and unipolar pacing mode. This lead was surgically abandoned and a new lead was successfully implanted. To date, no further adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and will not be returned. No additional information is available at this time. If additional information becomes available, this report will be updated.